Event description:
It was reported that the patient's battery was completely discharged three months after implant. Screening showed end of service (eos) and the physician programmer showed more than 400 hours in use "only several days after implant." It was also reported that the patient's obsessive compulsive disorder (ocd) symptoms "worsened." The system was to be explanted and replaced with another battery. About a month later, it was reported that the physician was "positive" that the device depleted too early. It was also reported that there were low impedances of 188 ohms between electrodes 0<(>&<)>3, but troubleshooting was not performed. The patient's device had not been replaced yet and there was no intention to change the lead or extension. Later that day it was reported that based on the parameters of the device and the low impedances, the short longevity of three months was explained. It was suggested the lead and extension should be checked for a short circuit when the battery is replaced. Additional information was requested, but was not available as of the date of this report.